Event description:
The customer reported that after cleaning/reprocessing the cysto-nephro videoscope, a white stain/residue was observed inside the suction syringe opening. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.